Manufacturer narrative:
Results: the catrx was kinked approximately 110.0 cm from the hub. The guidewire lumen was damaged approximately 24.0 thru 29.5 cm from the distal tip. Conclusions: evaluation of the returned catrx revealed that the catheter was kinked, and the guidewire lumen was damaged. If the catrx is mishandled at an extreme angle with a guidewire inside the guidewire lumen, damages such as these may occur. During decontamination, while flushing the catrx, a leak was observed coming from the kinked location. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal left circumflex coronary artery (lcx) using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath. During the procedure, the physician advanced the catrx through the sheath to the target vessel and completed two passes. The catrx was then removed from the patient and while preparing the catrx for the third pass, the physician noticed that the catrx was leaking at the distal end; therefore, the catrx was not used for the remainder of the procedure. The procedure was completed with an additional pass using a new catrx and the same sheath. There was no report of an adverse effect to the patient.